Manufacturer narrative:
A follow up was performed, and the customer reported that the bottom foot kit, and top cover were replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from technician, reporting that the v60 ventilator had stability issues due to physical damage. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician reported that the v60 ventilator had stability issues due to physical damage. The technician reported the following issues - top cover cracked/chipped in the front-right corner, central processing unit (cpu) cover tray shaft snapped off of the plate, and one foot was deformed and worn down. A parts order was placed for the following parts - bottom foot kit, top cover. This investigation is ongoing.